Event description:
Cboc (community-based outpatient clinic) lpn (licensed practical nurse) identified poor quality of the goodworks size small fentanyl safe gloves- lot #s-an241010944 and an250111141. The gloves are thin and coming out of the box knotted in areas and easily ripping when donning the gloves". Ref report: mw5170165.